Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis a couple of months ago. The blood glucose reading at time of admission was 678mg/dl. The customer was treated with the insulin pump and manual injections; they were unable to get her glucose level down and had to visit the hospital. The caller stated that the insulin pump was cracked near the battery casing, and there is a possibility that the device was dropped. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.